Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when a patient presented for a device change-out due to eri, externalized conductors were observed. Electrical measurements were normal. The lead was explanted and replaced. The patient was in stable condition post-procedure.